Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that qty. 3 of an ar-3636 fibertak rc suture anchor and an ar-1938bc suture anchor had an issue during an anterior labral repair revision surgery to remove non-arthrex products on 11/14/2023. When the first two ar-3636 fibertak rc suture anchors were inserted, it was noticed that the shuttle suture was frayed before shuttling. The sutures were cut and removed, and both anchors were removed in one piece; no piece of the anchors broke inside the patient. Another ar-3636 fibertak rc suture anchor was opened, but the inserter was bent straight out of the package and, therefore, could not be used in the procedure. An ar-1938bc suture anchor was also used, and the shuttling suture was frayed after being inserted into the patient. Those sutures were cut and removed, and the ar-1938bc suture anchor was removed in one piece from the patient; no piece of the anchor broke. All four complaint devices were discarded, and no case pictures were taken. Five new ar-3636 fibertak rc suture anchors (two with lot number 15109221 and three with lot number 15129639) and one ar-1926bc suture anchor, biocomposite pushlock (with lot number 14977547) were used to complete the procedure successfully with no impact to the patient. There was a case delay of under 15 minutes, and no additional anesthesia was needed. This occurred during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.